Event description:
It was reported by nurse that customer received a motor error alarm. Phone call was dropped when nurse went to get customer for call verification. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.